Event description:
Endo gia 30 - 3.5mm internal stapling device would not release -open- from the tissue after the 2nd firing of the device. It is a multifire device and a reload was being used. The stapler jaws had to be pulled off the tissue after it was fired the 2nd time during a laparoscopic appendectomy. No adverse effect on the pt.